Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 220 mg/dl. The customer stated the drive support cap is sticking out. The customer did not touch the cap while connected. The customer was advised to stay on backup plan and we will replace the pump.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.